Event description:
We received an allegation of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to the doctor¿s coaguchek meter. The result from the patient¿s meter at 8:00 a.m. Was 1.7 inr. The result from the doctor¿s meter at 9:30 a.m. Was 2.4 inr. The patient¿s therapeutic range is 2.5 ¿ 3.5 inr with a target value of 3.0 inr. The patient tests daily.

Manufacturer narrative:
Reporter occupation is patient/consumer. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Manufacturer narrative:
The returned test strips were measured in comparison with the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Donor 1 hct: 39% donor 2 hct: 41% testing results: donor #1: retention meter and master lot strips: 2.7 inr retention meter and customer strips: 2.7 inr donor #2: retention meter and master lot strips: 2.9 inr retention meter and customer strips: 2.9 inr all inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. Medwatch fields d9 and h3 have been updated.